Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having sensor issues. Customer reported that two sensors had bent cannula and two sensor cannulas broke along with introducer needles. Customer's blood glucose was 220 mg/dl. Troubleshooting was performed and customer was advised that sensors would be replaced.

Manufacturer narrative:
Evaluated four opened/used partial enlite sensor and found two of four sensors retracted inside sensor base and broken. Both sensors have missing broken part. The two-remaining sensor passed per specification no broken or missing parts were observed during analysis. Found one needle bent customer did not return three needles. We were unable to confirm customer received sensor damages due to customer returned sensors opened/used.